Event description:
Related manufacturer reference number: 2017865-2022-10284. It was reported that the patient presented with discomfort. The right ventricular (rv) lead exhibited diaphragmatic nerve stimulation, and the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was stable.